Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a ruptured 10 cm abdominal aortic aneurysm. The vessels were severely calcified and severely tortuous. The stent graft could not be advanced due to the vessel morphology. It was reported the patient presented emergently with a ruptured aneurysm. The physician elected to treat the patient via endovascular procedure. The stent graft could not be advanced due to the vessel morphology. The physician converted the patient to an open surgical repair. It was reported that the patient survived the surgery, however, the patient expired due to excessive blood loss.

Manufacturer narrative:
Evaluation results and conclusions: presented with a ruptured aneurysm prior to stent graft implant. Device is not intended for use for a ruptured aneurysm. Device code other: ruptured aneurysm, pre-operative.